Manufacturer narrative:
Analysis of the implantable neurostimulator found no significant anomalies and the ins was functionally okay. Analysis of the extensions found no significant anomaly. Analysis of the lead found the conductors were broken at the anchor site. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 39565-30, serial/lot #: (B)(4), ubd: 08-dec-2018, UDI#: (B)(4); product ID: 3708140, serial/lot #: (B)(4), ubd: 16-jun-2019, UDI#: (B)(4); product ID: 3708140, serial/lot #: (B)(4), ubd: 16-jul-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported an ins change and lead revision was performed on (B)(6) 2019. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2019, product type: lead. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2019, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2019, product type: extension. Analysis of the implantable neurostimulator (ins) has not yet begun. A follow up report will be submitted once analysis has been completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that the patient had broken leads. The cause of the issue was that the patient had a fall. It was noted that the battery was removed for normal battery depletion. No further complications were reported.